Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument was analyzed and found to have a broken main tube approximately 9.39 mm from the distal tip. No material was found missing. Components adjacent to this broken main tube did not show damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The medium-large clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the medium-large clip applier instrument was broken. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 15-oct-2024: the broken tip was completely detached. The fragment was also packed for return. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.